Event description:
An adhesive issue was reported with the adc device sensor. The sensor prematurely detached after 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. Customer reported requiring third-party treatment however no additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device sensor. The sensor prematurely detached after 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. Customer reported requiring third-party treatment however no additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4: updated device manufacturer date to 12/13/2021 based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.